Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that when she was drawing insulin of the insulin vial the reservoir squirted her with insulin. The customer stated that she could not see where it came from, but she did not pull out the plunger's reservoir. No further info was provided.